Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached "high" (>27.8 mmol/l,>500 mg/dl) and ketones of 2.8 mmol/l while wearing the pod for 12 hours. The patient reported having a communication error with the sensor and taking 30 units of insulin prior to the hospitalization. The patient was treated with insulin and saline drips. The patient was released after 2 days. The pod was removed at the hospital and a new one was applied.